Event description:
We received a report from a hospital stating that when the hospital staff set the rt206 adult breathing circuit to a ventilator, they detected air leakage from the circuit. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device in order to complete our investigation.